Manufacturer narrative:
The suspect device was not returned to empi for evaluation. Six boxes of the same product with the same lot number were returned to empi and an investigation was completed. Two of the returned action patches were tested and met electrical and physical specification. A follow up report will be submitted if more information becomes available.

Event description:
It was reported to empi that a female patient was using an iontophoresis patch and received a third degree burn. This was the 2nd time and 5th visit using the patch. The patch was placed on the right elbow and covered with tape to keep it in place. The patient was told by the clinician to remove the patch if she felt any burning or anything abnormal. Patient did have some discomfort but did not remove the patch, and it was left on for 3 hours. Patient was seen in urgent care the next day.